Event description:
Customer's called to report that the spouse's pump had a missing washer in the drive assembly, and the driver arms continued to fall down. Troubleshooting was performed. It was stated that contact knew the reason for high bgs and ketones. Customer reverted to back plan of manual injections.